Event description:
It was reported that the catheter separated at a point 8cm from the pt's skin and 10cm from the tip of the catheter. The separation occurred 14 months after placement. There were no other complications reported.